Event description:
Reportable based on analysis results received in 2006. It was reported that during a renal pta/stenting treatment procedure, the express biliary sd 5. 0x15x90 cm stent delivery system would not advance through the guiding cathter. No patient injuries or complications were reported. Patient status is reproted as 'okay'.

Manufacturer narrative:
Product analysis could neither confirm nor deny the difficulty stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The ballon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpected stent back into the guide catheter. The original guide catheter was not returned for analysis. The batch number was taken from the manifold of the returned catheter. The manufacturing records for top assembly batch 8267025 have been reviewed and no issues or discrepancies were found. This records review confirms tha the device met all material , assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. This will continue to be monitored for future trends. The cause of the difficulties experienced during the procedure could not be determined.